Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the customer reported complaint. Failure analysis found the primary finding of does not match complaint description to be related to the customer reported complaint. The reported symptom was not found related to the returned instrument. The distal wrist did not exhibit any damaged or broken/loose cables. The instrument was found to have a severely bent grip, causing side to side misalignment of the grips. As a result of the severe bent grip, the molded insulator was also found to be broken. A piece measuring approximately 0.043" x 0.075" was not returned.

Event description:
It was reported that the force bipolar was observed to have a broken/loose cable. The procedure was continuing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.